Event description:
Patient is on a medtronic heartware hvad model 1103. The patient's device controller was coming to end of life and needed to be changed. Upon disconnecting the driveline, the pump stopped, which was expected, but the pump did not restart when the driveline was reconnected to the new controller. FDA safety report ID# (B)(4).